Event description:
Customer advises that a pt had a cardiac procedure with sternal wires placed. As the pt was a fit, young athletic male, he (surgeon) placed five instead of the usual four stitches. Approx one and one half days after the procedure, all the stitches broke, and had to be "redone" by the surgeon. The pt is now recovering normally.